Event description:
It was reported that during the implant high out of range shock and high out of range pace impedance measurements were exhibited when it comes to this right ventricular (rv) lead. A lead fracture was alleged. This lead was not used. No adverse patient effects were reported. This lead was expected to be returned.

Manufacturer narrative:
The complete lead was returned intact and not severed. Visual inspection noted that the helix was retracted and dried body fluid was noted in the helix housing. In addition, visual inspection noted that there were deformed coils in multiple areas of the lead body and the insulation was bunched. This was consistent with the lead being placed in a constricted area. The lead underwent and passed electrical testing, and the inner insulation was intact. The lead underwent stylet testing which showed blockage approximately 350 mm from the terminal end due to deformed coils, which was likely induced damage during implant. The fracture, pacing impedance high and out of range, and shock impedance high out of range was not confirmed based on normal lead resistance measurements and no conductor issues noted.

Event description:
It was reported that during the implant high out of range shock and high out of range pace impedance measurements were exhibited when it comes to this right ventricular (rv) lead. A lead fracture was alleged but not confirmed visually. This lead was not used. No adverse patient effects were reported. This lead was expected to be returned.

Event description:
It was reported that during the implant high out of range shock and high out of range pace impedance measurements were exhibited when it comes to this right ventricular (rv) lead. A lead fracture was alleged but not confirmed visually. This lead was not used. No adverse patient effects were reported. This lead was expected to be returned.